Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer believed their reservoir was leaking. Customer reported a strong smell of insulin coming from their reservoir. The customer's blood glucose was 68 mg/dl. Customer stated they had low blood glucose because they over-compensated their bolus. The customer also reported experiencing high blood glucose. Troubleshooting found the customer did not store their insulin at room temperature. Customer was advised against this practice. The customer was also advised the smell of insulin was not abnormal. The customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.